Manufacturer narrative:
The reported events of failure to capture, no pacing and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, and electrical testing was normal with no anomalies found.

Event description:
During an initial implant procedure, it was reported that the right atrial (ra) lead had failed to sense and had no lv output, thus it was not able to pace the atrium. After several failed attempts to reposition the ra lead, the physician elected to replace the lead and a new ra lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.